Manufacturer narrative:
Unit was received with intermittent act, up, and down button response due to corroded keypad traces. No button error alarms noted. Unit was received missing end cap sticker and minor scratches on lcd window.

Event description:
It was reported that the insulin pump alarmed button error. The customer was unable to clear the alarm. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The "date of this report" and the "date received by MFR" provided in the initial report were incorrect. The correct dates has been provided in this report.